Event description:
It was reported that bd intima-ii y 22gax1.00in prn ec slm npvc leaked. When a patient is undergoing infusion therapy and the family notices fluid oozing out of the connector of the indwelling needle, the family notifies the on-call physician and is immediately given the opportunity to stop the infusion and remove the indwelling needle.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information is available.

Manufacturer narrative:
1. DHR/bhr review (lot#4145152): 1) the products of this batch were assembled at intima ii auto line 3 in jun 2024, and packaged at cfs package line in jun 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.